Manufacturer narrative:
The 510k: this report is for an unknown radial stem/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device has not been reported as explanted at this time. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a radial head and stem on (B)(6) 2015. Loosening in the canal was discovered during a follow-up appointment via x-ray. The surgeon further described the loosening as "aggressive". The patient is currently asymptomatic and is reported to have full range of motion of elbow, is not experiencing pain and is well healed. Revision has been recommended by the surgeon, but has not been reported as having occurred. Concomitant device reported: radial head (part unknown, lot unknown, quantity: 1) the provided x-rays were reviewed by the manufacturer and it was noted that in some of the more recent images, decreased bone density in the area around the prosthesis stem could be observed. This may indicated possible loosening. This report is for an unknown radial stem. This is report 1 of 1 for (B)(4).